Event description:
The user facility reported that during a therapeutic colonoscopy with polypectomy, following removal of a polyp, the users determined that the patient had reportedly sustained an unspecified degree of burn on the colon wall. The event was said to have occurred at the end of the procedure, and the procedure was reportedly completed with the same snare. The status of the patient is not known.

Manufacturer narrative:
Olympus followed up with the user facility via telephone and in writing to gather additional information regarding this report, but only limited information has been provided to date. The device referenced in this report was returned to olympus for evaluation. The evaluation could not confirm the user facility's report. The device was received in a sterilized package, and no evidence of physical or thermal damage was observed at the distal end of the snare. The device handpiece was significantly deformed, likely as a result of whatever re-sterilization was performed prior to returning the device for evaluation. The cause of the user's experience could not conclusively be determined. This report is being submitted as a medical device report in an abundance of caution.